Manufacturer narrative:
Additional information. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hysterectomy on (B)(6) 2018 and mesh was used. It was found that the package came badly sealed so part of the mesh was out of it. The mesh was replaced with another. There were no adverse patient consequences reported. No additional information was provided.